Manufacturer narrative:
(B)(6). Method: the rd900anu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Result: a visual inspection of the provided photo confirms that the outlet port was broken. Conclusion: the most probable cause of the reported failure is due to the incorrect type of hose being used, making it too tight for the port. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900anu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare facility field representative that the inlet port was broken of an rd900anu neopuff infant resuscitator.. The healthcare facility further reported that an incorrect hose was used, making it too tight. There was no reported patient involvement.